Manufacturer narrative:
The ge service representative performed an on-site investigation. The printed circuit boards and connectors were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not perform fluoroscopy and needed to be reset. No patient injury was reported.